Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of the "the door lock is broken and not closed properly" was confirmed during evaluation by the service technician. The cause of the reported problem was identified to be a broken p1 pump head door and broken p1 door latch. To resolve the reported problem, the door and door latch were replaced. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flogard infusion pump where the door lock was broken and would not close properly. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.